Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during an endoscopic gastric procedure performed on (B)(6) 2009. According to the complainant, during the procedure while testing the needle outside of the pt, the needle was difficult to retract. Another optiflo injection needle was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B)(4) - (retract, difficult to). The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was used during an endoscopic gastric procedure performed on (B)(6), 2009 (patient age, gender and weight unknown). According to the complainant, during the procedure while testing the needle outside of the patient, the needle was difficult to retract. Another optiflo injection needle was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
No issues were found, during a visual inspection of the returned device. The device shows liquid inside of the fluid path and between the internal and external catheters. With the optiflo extended, no issues were found. If the device is not completely extended, the needle doesn't retract quickly. The most probable root cause was not able to be determined, as the reported defect could not be confirmed.. (B)(4)